Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing on the unipolar lead. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.